Event description:
It was reported that the customer had an over infusion event. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Routine magnesium and stat potassium was ordered at 25ml/hr and 50ml/hr respectively but magnesium 50 ml was infused in 1.5 hours and potassium 100 ml was infused in 1.5 hours.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of over infusion of magnesium sulfate was not confirmed or replicated during the investigation. The returned device was evaluated to the extent of the tests and no anomalies were observed during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. On 19 march 2025 at 12:07:28 pm the pcu event log showed the pcu, and the suspect pump module (s/n (B)(6)) was assigned to channel a and the suspect pump module (s/n (B)(6)) was assigned channel b. The user selected ¿yes¿ to ¿new patient.¿ the profile in use was identified as ¿critical care¿. At 12:07:43 pm the pump module s/n (B)(6) was selected, the user selected ¿guardrails drugs¿ and potassium chloride was the drug selected, an infusion with a rate = 50 ml/hr and a vtbi = 100 ml was started. One (1) minute later the pump module s/n (B)(6) was selected, the user selected guardrails drugs and then selected magnesium sulfate, the parameters for this infusion were rate = 25 ml/hr and vtbi = 50 ml. The infusion was started. At 12:09:11 pm the pump module s/n (B)(6) was selected then the user selected start. One (1) minute later the user selected the pump module s/n (B)(6) and selected start. From 1:39:35 pm ¿ 1:41:12 pm the pump module s/n (B)(6) alarmed for air in line, two (2) minutes later the pump module s/n (B)(6) was channeled off. Subsequently, the pump module s/n (B)(6) was channeled off. The safety clamp was observed bent upwards in one (1) of the sets. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered and fluid selected. It is not known if any of the following conditions may have existed at the time of the reported incident; per product labeling, alaris system user manual (v12.1.2), it states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. Note to repair center: devices were disassembled for this investigation, please ensure proper assembly and re-torque all screws to specifications. Please replace bezels and charge to dchu. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Root cause: the root cause of the reported over infusions was not identified during the investigation. The returned devices were evaluated to the extent of the tests, and no issues or anomalies were observed during the log review and laboratory testing. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an over infusion event. There was patient involvement but no harm. Bd received additional information through due diligence attempts. Routine magnesium and stat potassium was ordered at 25ml/hr and 50ml/hr respectively but magnesium 50 ml was infused in 1.5 hours and potassium 100 ml was infused in 1.5 hours.